Manufacturer narrative:
(B) (4): physio-control provided the customer troubleshooting assistance. Per the reporter's request, physio also provided the main keypad assembly part number and list price information.

Event description:
It was reported that the device would intermittently fail to power on. There was no patient use associated with the reported event.